Event description:
The patient experienced erosion of the implant site. It was noted that the patient was very thin and had recently stopped eating. She had discussed the option of explanting the pump prior to experiencing the erosion as the efficacy had been questionable. It was later reported that the infusion system was explanted due to infection. The patient subsequently experienced withdrawal and was being managed with oral baclofen. Drug delivered via the device was lioresal.

Manufacturer narrative:
Catheter model: 8709, serial#: (B)(4), implanted: (B)(6) 2010, explanted: unk; catheter model: 8709, serial#: (B)(4), implanted: (B)(6) 2009, explanted: unk; catheter model: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, explanted: unk; catheter model: 8709, lot#: n2273510, implanted: (B)(6) 2009, explanted: unk. (B)(4).

Event description:
The date of infection onset was (B)(6) 2012. The patient experienced drainage and incisional wound opening at the device pocket. It was unknown if a culture was obtained. There was no drug withdrawal.

Manufacturer narrative:
(B)(4).